Event description:
Additional information was received which indicated the noise and oversensing on the ra lead also resulted in pacing inhibition. The patient didn't experienced asystole. This ra lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned severed into two segments 5.2 centimeters (cm) from the terminal pin. Calcified bodily fluid was noted on the tip of the lead. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip again noted calcified body fluid on the tip of the lead and a partial abrasion on the outer insulation, but not through. Laboratory testing was unable to reproduce the reported noise, oversensing, and pacing inhibition. Laboratory analysis noted that depending on the amount of calcification on the lead prior to explant, the impedance measurements could have been affected.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to low out of range pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. After the lss noise and oversensing was observed which resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed that this was the first out of range impedance measurement, and all other impedance measurements were stable around 400 ohms. Ts recommended isometric testing and reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the ra lead was explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.